Event description:
It was reported that during a da vinci s procedure a piece of the working element on the permanent cautery spatula instrument broke off and fell inside the patient's abdomen. The broken piece was retrieved and the planned surgical procedure was completed with a replacement instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the instrument is returned or if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a piece of the spatula tip broken off. The broken spatula piece was also returned and measures approximately .150 x .090. The tip fractured at the forming line where it transitions to a flattened spatula shape. Engineering also observed damage to the ceramic sleeve, where a .090 x .070 piece of the distal end of the sleeve is broken off. The sleeve has a couple of scratches below the fracture. It was determined that the damage to the spatula and sleeve may be due to overloading at the tip or other type of mishandling/misuse.